Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that during intraocular lens (iol) implant procedures, multiple surgeons have noticed cartridges splitting. The procedures were completed with no patient harm. Additional information was requested; however, no further information is expected as the facility had no further information to provide.